Event description:
It was reported that a peritoneal dialysis (pd) patient noticed moisture inside the machine but no leak discovered and the cassette did not appear to have a leak. There were no alarms. The cycler set has been discarded. Technical support advised the patient to try a cassette from a different box and leave the cycler door open to air dry. Upon follow up, the patient confirmed the reported event was discovered at the end of treatment. The patient stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics after the event, keflex (500mg, oral, 3 days 3 times a day). The patient confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient was able to complete peritoneal dialysis treatment using the cycler. The patient is continuing with peritoneal dialysis on the cycler.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient noticed moisture inside the machine but no leak discovered and the cassette did not appear to have a leak. There were no alarms. The cycler set has been discarded. Technical support advised the patient to try a cassette from a different box and leave the cycler door open to air dry. Upon follow up, the patient confirmed the reported event was discovered at the end of treatment. The patient stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics after the event, keflex (500mg, oral, 3 days 3 times a day). The patient confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient was able to complete peritoneal dialysis treatment using the cycler. The patient is continuing with peritoneal dialysis on the cycler.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.